Manufacturer narrative:
A complete lead was returned for analysis. The cause of the reported event "unable to implant lead" was due to blood/body fluids inside the inner coil of the lead. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the left ventricular lead dislodged. The lead could not be re-implanted. The lead was explanted and not replaced.